Event description:
First device use failed test. Second test stated that patient was clear for procedure- device should not have cleared pt for procedure as pt had a "perf." FDA safety report ID# (B)(4).